Event description:
The patient reported presenting to the emergency room on (B)(6) 2026, due to high blood glucose levels, reported at 440 mg/dl, following a communication error while attempting to set up and connect a new pod. The patient reported repeated messages indicating ¿unable to connect¿, preventing insulin delivery. As a result, the patient experienced nausea, dizziness, and sleepiness, which prompted an emergency room visit. The patient was treated with insulin and was able to return home the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported pod communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.